Event description:
Health professional reported a right-side exchange with no complaint against the device. Healthcare professional later reported a right-side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a right side exchange with no complaint against the device. Healthcare professional later reported a right side rupture confirmed via MRI. Device has been explanted

Manufacturer narrative:
Corrected data: g.3 aware date in initial medwatch submission should have been listed as 24jun2025.